Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a molding defect inside the tube. There was no report of patient impact.

Event description:
It was reported that 50 of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a molding defect inside the tube. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to plastic protrusion in tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode plastic protrusion in tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.